Event description:
On (B)(6) 2009, the pt reported that he fell out of a boat into the water on (B)(6) 2009 while wearing his insulin infusion device. He stated he was able to dry out his device and it has been functioning. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.